Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error and no delivery alarm on the insulin pump. Customer's blood glucose was 460 mg/dl. Customer treated with a manual syringe. Customer stated that she received one motor error alarm. Customer stated that they have a back-up plan. Customer stated that the no delivery alarm occurred previously and it occurred multiple times when they were at school. Troubleshooting was performed and customer stated that the insulin did exit. Customer was assisted with getting rid of air bubbles from the reservoir. Customer stated that the no delivery alarm occurred during manual prime. Customer was advised that the pump was working as designed and to monitor the pump.